Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implantable neurostimulator (ins) stopped working due to battery depletion. After the ins was replaced, the patient's therapy was working well.

Event description:
It was reported the implantable neurostimulator (ins) stopped working a long time ago. The patient recently reconnected with their pain healthcare professional (hcp) in the last nine months. The ins was scheduled to be replaced on (B)(6) 2015, but the patient was very thin and there was insufficient space in their chest for an ins and a pocket adapter so smaller ins was to be used. After the ins replacement, the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).